Event description:
A facility reported a hakim valve (ID 823832) was leaking cerebrospinal fluid. The event occurred during the procedure before implantation site closure. The event did not led to surgical delay. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the "IFU" silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The valve was returned for evaluation: DHR - lot 5936309, conformed to the specifications when released to stock failure analysis - the catheters were irrigated, no defects were noted. The valve was visually inspected; a cut in housing was noted. The valve was leak tested, failed due of the cut/tear. The complaint confirmed. Root cause - the root cause for the issue reported by the customer is due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.